Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient complained to surgeon that she felt like her hip prosthesis was dislocating anterior. Surgeon decided to perform a revision surgery and replace her existing liner in a different position. While he was in the surgery he checked the stability of the femoral stem. He felt it was loose so he chose to revise that as well. The stem, liner and femoral head were removed without incident and the surgeon implanted a corail revision stem, new liner and femoral head. He was satisfied that he had corrected her instability issue. Patient consequence? No. Action taken for procedure: revision. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.